Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding an implantable infusion pump system. It was reported on (B)(6) 2016 that the ¿catheter connector was broken, existing catheter was 77.3 cm, connector and some catheter totaling 6.5 cm was removed. Added 8578 sc at 7.6 cm. Total catheter length now is 78.4 cm¿. The physician reported an issue with pump connector to me in the intraoperative setting. The surgery was a replacement and the replacement was an elective pump replacement as the pump was nearing eri. When the physician notified the rep of the issue intraoperative, the rep suggested pump catheter connector revision/replacement. There was no obvious cause for the issue with the pump connector. However, per the rep¿s memory, it was believed the patient did have a history of flipping her pump in the pocket. The patient¿s medications were unknown. The patient¿s status was unknown. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.